Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with a balloon trawl of the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, the balloon burst and the distal tip detached inside the patient. The device fragment was successfully retrieved using biopsy forceps. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) for the reported event of distal tip detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with a balloon trawl of the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, the balloon burst and the distal tip detached inside the patient. The device fragment was successfully retrieved using biopsy forceps. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Investigation results visual analysis noted that the shaft was torn at the proximal bonded area of the balloon. The balloon portion of the device was not returned. No other defects were noted. The condition of the returned device is consistent with the complaint that the distal tip of the balloon detached. The most probable root cause is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g., the balloon comes in contact with sharp exterior objects such as a stone or the elevator of the scope). A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted. Correction: device lot # 15687253.

Manufacturer narrative:
(B)(4) for the reported event of distal tip detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.